Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2023-02168. Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name : previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).